Manufacturer narrative:
Concomitant medical products: product ID: 8709, implanted: partially, explanted: (B)(6) 2022, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine (20 mg/ml at 4 mg) and clonidine (30 mg/ml at an unknown dose rate) via an implantable pump. It was reported that the patient was not having pain relief since several months ago (physicians were not able to specify but was indicates as at least 6 months ago). The patient was experiencing pain in the pump area, so physicians went into the operating room to check if there was a seroma. When they opened the pump area, they found that the catheter was completely ¿disconnected¿ and they had not cut the catheter. A provided picture of the pump in the pocket revealed a catheter break/separation near the catheter pump connector. The pump pocket was full of liquid described as a mix of cerebrospinal fluid (csf) and drug from the pump. The catheter was partially explanted. The catheter (pump segment) was replaced with a new segment from a model 8578 revision kit. This catheter was noted as having been placed at least 7 years ago because the patient had a pump replacement on (B)(6) 2021, where only the pump was changed and the catheter remained the same one at that time. The implant date of the catheter was unknown. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The catheter was being returned to the manufacturer. The patient was without injury regarding their status as of (B)(6) 2022. The patient's medical history and weight at the time of event was unk. The patient's age was (B)(6).

Manufacturer narrative:
Analysis of the catheter revealed a broken catheter body. Analysis noted that the catheter was broke or was torn from inside of the sc cup and had pulled away from this sc strain relief sleeve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The serial / lot number of the model 8709 catheter associated with the event was not able to be obtained. There were no known factors / circumstances that may have led to the catheter issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.